Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the pulse test failure was unable to be determined during the investigation. After disassembling the monitor for troubleshooting, the failure was unable to be reproduced. The monitor was removed from service as a precautionary measure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming testing) was confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault) and failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.